Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd extension set was leaking during use. The patient had a backup device and was able to successfully continue their infusion. The infusion was life sustaining and there was no patient injury.